Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 2512ml, indicating the home patient (hp) drained 2512ml more than their programmed fill volume. This meets iipv criteria. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse and notified her of the drain volume and cause of the overfill. Since there was no patient name reported the nurse could not provide any additional information. The nurse will forward this to the other nurse. No patient injury was reported. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. An increased intra-peritoneal volume (iipv) was found during evaluation. The cause of the iipv found in the device logs was determined to be: insufficient drain, use error as the tidal ultrafiltration removal was set too low (at 0ml). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).